Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a scan <(>&<)> plan of a pediatric case, the healthcare professionals sent the guidance system to the right side on t2, drilled and the patient bucked. They sent the system to the left side of t2 and noticed it was equally lateral on the left. There was a possible patient shift of about 5mm. The site aborted the use of the guidance system. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are all applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the probable cause of the described inaccuracy was a patient shift occurring between scan and trajectory execution. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.